Event description:
Patient was revised to address acetabular loosening. **update** 11/01/2012 - patient's operative records were received. Records indicate there was gritty appearing material identified. It had the consistency of wet sand and was present around the femoral neck. The head was added to the product pages. **update** 12/18/2012 - litigation received (B)(4) 2012. Complaint changed to legal. Litigation alleges patient had pain and disability after asr hip implant. There is no new information that would change the outcome of the investigation. **update** 12/14/2012 #150; patient fact sheet was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. **update** 2/25/2013 - plaintiff's preliminary disclosure form was received, which confirms date of implant to be (B)(6) 2008. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain and disability after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address acetabular loosening. (B)(6) 2012 - patient's operative records were received. Records indicate there was gritty appearing material identified. It had the consistency of wet sand and was present around the femoral neck.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.